Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin was squirting out during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. Device was received with a blank display due to moisture damage on the electronic assembly. Also, device was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify a33 alarm, keypad anomaly, back light anomaly, missing segment/partial display, failed battery test or failed battery alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. (B)(4).